Event description:
In 2007, it was reported to boston scientific corp, that a procedure to place an ultraflex covered esophageal ng stent was performed. According to the complainant, "the stent was approx 90% deployed before the suture snapped off." It was reported that, the physician removed the device and used another ultraflex (covered esophageal ng stent) to complete the procedure which was successful." There were no patient complication reported.

Manufacturer narrative:
The device has been received, but the evaluation has not been completed. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. The device evaluation, device history record review, and product family complaint trend review are in progress; results will be provided in a follow up medwatch report.